Event description:
It was reported that a tree landed on the patient's house and part of the ceiling hit their head. The patient stated it hit the patient closer to their shoulder, so there was no "cut through the wires or anything like that"; it was not enough to go to the hospital for, but they stated it was a little bump on their head. The patient stated they were "all good, "and that they would see their post-op doctor the following week, (B)(6) 2024. The patient was redirected to their managing healthcare provider for further discussion. The patient also mentioned the following medical information: the patient stated they had so many brain surgeries and mentioned their memory was "crap." The agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to address the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.